Manufacturer narrative:
E1: patient country: united states. Patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united sates. It was reported that patient faced an infusion set was leaking at quick release on (B)(6) 2024. The blood glucose level was 357mg/dl at the time of event and was managed by bolus. No further information available.